Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had pump error alarm. Blood glucose level at the time of the incident was not provided. It was reported that the customer was changing the reservoir and was not able to rewind the device. Customer was assisted with prime/rewind process but the pump error kept recurring. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error no motor movement or negligible alarms noted during testing.